Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited loss of capture at high outputs. This behavior was first observed after the patient had lithotripsy. The lead was explanted and replaced. At explant, insulation damage was noted.